Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device went black screen and was asking for password. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the system occasionally booted to a bios password screen instead of the application because the sata cable originally used in the system exhibited boot-to-bios issues. A larger plastic over-mold molex sata cable did not exhibit this issue, and proper fitment required a cut-out in the metal mounting plate to ensure correct assembly and engagement with the hard drive. A field service engineer resolved the issue by powering off the station and replacing the hard drive sata cable and the metal mounting plate as recommended. The station was then rebooted and tested successfully. The system functioned as intended after the engineer completed the repair.